Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. During our testing, the helix extended and retracted within 11 turns. A cut through the outer insulation at 38 centimeters was evident. Some damage at implant was observed. Primary analysis revealed no anomalies, lead functionally normal.

Event description:
It was reported, during an implant procedure, the screw would not deploy after 30 turns. An apparent kink near the distal coil was further reported. Consequently, this lead was not removed and replaced. No patient complications have been reported as a result of this event.